Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the lens was removed due to iol dislocation..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an oval pupil associated with an intraocular lens (iol) implant. The lens remains implanted. Additional information has been requested.